Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and that the self-adhesive was wet with insulin resulting in elevated blood glucose levels up to 400 mg/dl. The user further reported itching at the insertion area.